Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip (41203u2/(B)(4)) referenced is filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation can be caused by, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient condition, procedural conditions and/or user technique, the slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case the patient had challenging anatomy. Based on the information reviewed, the reported slda of the anterior leaflet one day post-procedure appears to be related to patient conditions/anatomy and not a product quality deficiency. The reported patient effect of mr (worsening), is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a similar issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This report is filed because the deployed mitraclip (41104u1/(B)(4)) detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet and the mitral regurgitation increased. An additional mitraclip was implanted, which is considered medical intervention. It was reported that the initial mitraclip procedure was performed on (B)(4) 2015 to treat degenerative mitral regurgitation (mr) with a grade of 4, with challenging leaflet anatomy. One mitraclip (41104u1/(B)(4)) was implanted on the mitral valve leaflets and the mr was reduced to 1. On (B)(6) 2015, it was found that the clip detached from the anterior leaflet but remained attached to the posterior leaflet (single leaflet device attachment/slda). The mr had increased to 4+. On (B)(4) 2015, an additional mitraclip procedure was performed to treat the slda and increased mr. Imaging was very challenging due to the challenging heart anatomy. The clip delivery system (cds 41203u2/(B)(4)) was advanced to the mitral valve for treatment of the slda. The clip was implanted with a good grasp and the mr was reduced to 1-2; however, after deployment, an slda occurred with this clip also and the mr returned to 4+. A third clip was successfully deployed; however, the mr remained at 4+. The patient was confirmed to be clinically stable. No additional information was provided.